Manufacturer narrative:
Additional information was received in revision operative notes confirming details of the left hip revision procedure as well as product identification on what was explanted. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: "material sensitivity reactions." And "loosening or migration of the implants may occur due to loss of fixation, trauma, malalignment, bone resorption, excessive activity." And "elevated metal ion levels have been reported with metal on metal articulating surfaces." This report is number 1 of 4 mdrs filed for the same patient (reference 1825034-2013-01369, 02052, 02678 & 02679).

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. The reported product could be either lot 583420 or 945020. Review of device history records for both cups show that lot released with no recorded anomaly or deviation.

Event description:
It was reported that patient enrolled in clinical study underwent bilateral total hip arthroplasty (B)(6) 2005. A subsequent revision of the cup was performed on an unknown side (B)(6) 2012 due to loosening. No further information has been provided.

Event description:
It was reported that patient enrolled in a clinical study underwent bilateral hip arthroplasty on (B)(6) 2005. Subsequently, a left hip revision procedure was performed on (B)(6) 2012 due to acetabular cup loosening, metallosis, elevated metal ions and necrosis. The acetabular cup and modular head were removed and replaced.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, "material sensitivity reactions." Number 4 states, "loosening or migration of the implants may occur due to loss of fixation, trauma, malalignment, bone resorption, excessive activity." And number 15 states, "elevated metal ion levels have been reported with metal on metal articulating surfaces." It is unknown which cup was implanted/explanted on left side. It is either lot number and expiration date - lot 583420 - november 30, 2014; manufacture date ¿ november 17, 2004; or lot number and expiration date - lot 945020 - january 31, 2015; manufacture date ¿ january 31, 2005. This report is number 2 of 3 mdrs filed for the same event (reference 1825034-2013-01369, 01369-1 and 02052).

Event description:
It was reported that patient enrolled in a clinical study underwent bilateral hip arthroplasty on (B)(6) 2005. Subsequently, the patient underwent a revision procedure on the left side (B)(6) 2012 due to loosening and metallosis. The head and cup were removed and replaced.